Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose and diabetic ketoacidosis. The customer reported that she had a problem which the insulin pump would deliver insulin with accidental button pressing. The customer's blood glucose was 34 mg/dl at the time of the incident. The customer stated that her blood glucose would reach around 300 mg/dl. The insulin pump will not be returned for analysis.